Manufacturer narrative:
Hill-rom technical support found the issue to most likely be stuck switches or cables on both rails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head section would not elevate electrically. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).